Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and found the cannula is bent and appears to have been in use, the adhesive patch is present, the tubing set was also returned, no other anomalies were observed. During the functional testing, confirmed the customer complaint of kinked cannula due to the bent condition of the returned cannula sample returned. The probable cause is unknown.

Manufacturer narrative:
The device history record of reported lot number 4461417 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the patient's blood glucose was approximately 350 mg/dl, the cannula was kinked, with insulin pooling under the adhesive patch. Per reporter, at the time of the call the patient's blood glucose was 302 mg/dl. Reporter stated there was no puncture mark on the skin, and the patient did not believe the cannula had inserted into the skin. Reporter stated insulin had been depositing on top of the skin beneath the adhesive patch, which explained the absence of a line-blocked alarm. The issue was resolved and no symptoms were reported.